Event description:
Fill volume: unk-anp. Flow rate: unk-anp. Procedure: unk-anp. Cathplace: unk-anp. Report 3 of 6; please reference: 2026095-2014-00210/14-00880 (a), 00217/14-00880 (b), 00219/14-00880 (d), 00220/14-00880 (e), 00221/14-00880 (f). Pump 3 - it was reported by our product distributor that there were 6 incidents reported for faster flow while using easypumps. The incident was described as "pump-flow rate-fast, function - too high." The date of incident and pt info were not provided. Additional info has been requested, but not yet received.

Manufacturer narrative:
Method: the device was received for analysis, evaluation of the device is anticipated but not yet begun. A review of the device history record (DHR) was conducted for the reported lot number. Results: per the DHR review there were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Evaluation and investigation results will be provided once they are completed. Conclusions: a conclusions is not yet available as the investigation and evaluation of the product is still in progress. Once completed a follow-up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.